Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the footswitch could not halt ablation. During a myocardial ablation procedure, the maestro 4000 footswitch stopped working after several ablations, and energization could not be turned off. The physician needed to step on the footswitch again to turn off ablation. The footswitch continued to be used, but the issue did not reoccur. The procedure was completed successfully, and there were no serious injuries or adverse patient effects.